Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the act, b, esc and up arrow buttons on the insulin pump are not responding and the numbers were scrolling. The issue happened the night prior and was fixed but happened again the day of the call. They had changed the battery twice but could not resolve it and blood glucose had been rising. No significant events leading to the keypad issue. Blood glucose value was 264 mg/dl. The customer reverted to manual injections. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.